Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a correction bolus. Reportedly, the pump did not recommend a bolus, and the customer was able to deliver a bolus after programming a carbohydrates (carbs) value of 5 grams. Review of the pump data logs by tandem technical support showed that the customer programmed a bolus for a blood glucose (bg) value of 394 (mg/dl), and the recommended bolus was declined by the customer. Then, the customer accidentally programmed a bolus for a bg value of "36" (instead of 364 mg/dl), and the pump did not recommend a bolus. The customer then entered a bg value of "364" with a carbs value of 5 grams, and delivered a bolus. Reportedly, the customer was unsure if the bg level at the time of the event was 364 or 394 (mg/dl). The customer's bg level decreased to target level (109 mg/dl). Reportedly, the customer acknowledged programming an incorrect bg amount of "36", and understood the explanation provided by tandem technical support.